Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions multiple non-sustained oversensing episodes. It was unknown if the oversensing was due to implantable cardioverter defibrillator or right ventricular lead. It was suspected that the device was intermittently overseeing diaphragmatic stimulations. No intervention was performed. No adverse consequences to the patient were reported.